Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported surgeon used intralase femtosecond laser to create incision to insert kamra inlay lens in patients right eye on (B)(6) 2016. Patient presented with corneal melt and infection post op and the inlay was removed on (B)(6) 2016. Best corrected visual acuity (bcva) (B)(6) 2016: 20/16; uncorrected visual acuity (ucva) (B)(6) 2016: finger counting no bcva obtained post op.